Event description:
It was reported that when the c-arm moves it makes a loud noise. No injury reported. A field engineer was dispatched to the site and determined the customer biomedical engineer had applied a non-recommended grease for lubrication. The field engineer removed the non-recommended grease and applied proper grease to the vertical and rotational travel. Once this was completed the system was working as intended.